Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardioverter-defibrillator exhibited non-sustained post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The ICD was reprogrammed. The patient was stable throughout.